Event description:
Customer reported unit was providing low (sp02) readings by comparison of multiple sensor positions. There was patient involvement but no report of patient harm, injury or incident.